Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a pacemaker (pm) had noise reversion episodes. Additionally, the right ventricle (rv) lead exhibited noise. No intervention or procedure were reported. The patient had no consequences.

Event description:
New information received that the right ventricular (rv) lead noise was over sensed and had led to pacing inhibition. The pacemaker indicated noise reversion episodes with no allegation of malfunction.